Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received indicates that the antibiotic used to treat the patient was cefatin 500 mg instead of the initially reported sefazol.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received. Stomatitis is a known complication of a peg tube placement.

Event description:
A patient in (B)(6) experienced infection at the percutaneous endoscopic gastrostomy (peg) entrance area. The patient was treated with antibiotic sefazol (cefazolin sodium).